Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shutdown during patient transport. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was able to reproduce the issue by moving the connector for the coiled cord on top of the iabp. The coiled cord and backplane to coiled cord cable were replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shutdown during patient transport. No patient harm, serious injury or adverse event was reported.